Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: sg-64 , lot no: 47033; use by date: unknown; upn # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 8.8cm abdominal aortic aneurysm. 7 endoanchors were implanted in order to treat a type ia endoleak. It was reported that the patient developed a wound healing disorder approximately 20 days post procedure. It was noted that this was on the right side. It was noted that this event was not serious, however, patient experienced symptoms associated with this event. The physician investigator assessed the event to be related to the index procedure. The patient was hospitalized and there was an additional surgical procedure performed. The event was resolved with treatment. No additional clinical sequelae were reported and the patient is fine.